Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: d8, d9. The device was returned to olympus for inspection and the reported failure of appearance of wire coming out the distal sheath was confirmed. It was determined that the cause was the adhesive at the bending section cover was cracked. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit at the insertion part was peeled off. A definitive root cause could not be identified. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there is the appearance of a wire coming out of the sheath of the colonovideoscope. The issue was found during preparation for use. There were no reports of patient involvement.